Manufacturer narrative:
The insulin pump alarmed prime during the basic occlusion test due to loose/protruded drive support disk. The insulin pump was unable to perform occlusion, prime and excessive no delivery test due to prime alarm. The insulin pump was received with cracked case on the display window corner, cracked reservoir tube lip, minor scratches on lcd window, cracked battery tube threads and broken belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
The customer reported via phone call that the insulin pump has been alarming no delivery. Customer had called before and troubleshooting was completed but the alarmed is recurring. Blood glucose value was 131 mg/dl. The customer has not tried different cannula lengths, insulin is not expired or denatured, she does rotate sites and avoids scar tissue, uses the serter and the tubing was not bent or kinked. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.